Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1884 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the product was performed. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contact. Corroded battery tube was also noted. Unit was received with the following cosmetic damages: cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.